Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the father, his daughter stopped hearing with the device and visited the clinic to check external device. In situ testing showed affected channels. Further proceedings are unknown.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
According to the father, his daughter stopped hearing with the device and visited the clinic to check external device where in situ testing showed affected channels. Further proceedings are unknown.